Event description:
End user reported for a couple of weeks having a red irritated weepy area to peristomal skin at approximately the 4 to 6 o'clock position under the wafer mass.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. According to the reporter, they are currently using a stomahesive powder at times and a protectant wipe (unk brand) with ivory soap and water. Reporter states there is some improvement with the user of the stomahesive powder and the "red weepy irritated peristomal skin is starting to heal." A convatec rep reviewed allkare skin preparation and use of stomahesive powder with end user. They will visit their local ostomy nurse if the area does not continue to improve. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive wafer and this event is deemed possible because the product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. Should additional info become available a f/u report will be submitted. Reported to FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.